Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 02-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, the consumer reported that after she had a hysterectomy the event resolved. Therefore a causal relationship between essure and the reported event pain cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the required surgical intervention (hysterectomy). A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from consumer via regulatory authority (case# mw5039535) in united states on (B)(4) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. It was reported that she got the procedure done 2008 after the birth of her daughter. She did not have any problems until she started getting her periods again a year later, after she was finished with nursing. Her symptoms started out mild with bad menstrual cramping and a yeast infection every month. She was seen numerous times for numerous infections, including yeast infections, vaginitis and cervicitis. Over time her periods were getting heavier and so much more painful, her periods lasted 10-14 days and she had pain even when she was not on period. Ultrasounds and other tests including blood work to rule out other things were done. She was put on the pill for a while but that did not help. The pain got unbearable and she was prescribed with many pain killers and narcotics and then, finally, she was suggested for hysterectomy. Physician told her that since she had the essure coils in her tubes, that the blood from her periods had no where to go but to overflow into her uterus, causing extreme pain. In 2013 she had a hysterectomy. She lived in pain from 2009-2013; about 4 years. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, the consumer reported that after she had a hysterectomy the event resolved. Therefore a causal relationship between essure and the reported event pain cannot be excluded. Also, non-serious events were reported. This case was regarded as incident due to the required surgical intervention (hysterectomy). A product technical analysis is expected.